Event description:
At a routine pacemaker check the pt complained of shortness of breath. Low lead impedance measurements were noted. This lead was successfully repositioned on (B)(6) 2010 and all records indicate it remains actively implanted. No additional pt complications have been reported. Should additional info become available, this event will be updated.